Event description:
During routine device exchange procedure, the set screws on the device were not able to loosen. A new system was successfully implanted to resolve the event. The patient was stable.